Event description:
Falsely depressed microalbumin_2 (alb_2) results were obtained on 2 patient samples on an atellica ch 930 analyzer, serial number (s/n): (B)(4), using advia chemistry microalbumin reagent. The discordant results were reported to the physician(s). The samples were repeated on the same analyzer the following day. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed alb_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer was running open channel advia chemistry microalbumin reagent on the atellica ch 930 system due to global reagent shortage. The customer loaded both the atellica ch microalbumin_2 reagent and the advia chemistry microalbumin reagent on the system using the same lot number as the current advia chemistry microalbumin reagent. Quality controls (qc) on the atellica reagent flagged out of range, while qc run on advia reagent recovered in range. A lot calibration was then performed on the atellica reagent, after which qc recovered in range. However, the customer then accidentally ran samples with the advia reagent against the calibration ID that was performed on the atellica reagent since both reagents had the same lot number, and the system was unable to differentiate between the two assays. After the customer performed a new calibration using the advia reagent the following day, the patient results were repeated and recovered in acceptably. The cause of the event is use error. The reagent is performing according to specifications. No further evaluation of this device is required.